Event description:
It was reported that during surgery the universal zimmer / hudson reamer attachment made an abnormal noise in rotation and the mechanism lock did not work properly.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.